Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple therapies from their implantable cardioverter defibrillator (ICD). The physician determined the therapies to be appropriate for the patient's arrhythmia/condition. Device reprogramming was completed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.